Manufacturer narrative:
Concomitant product: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4).

Event description:
It was reported that a patient had a refill appointment cancelled that resulted in non-critical and critical alarms. The reporter gave the patient oral baclofen. The reporter stated that a new larger pump had been placed so the patient would only have refills every 6 months. The healthcare professional (hcp) reportedly ¿screwed up the mg of pump drug¿ so the refill was every 3 months instead of every 6 months. The reporter mentioned that the patient had a history of spasticity and cerebral palsy. The pump was used to infuse baclofen (unknown). No intervention or outcome was reported for this event. Further follow up was being conducted to obtain additional information. If additional information is received, a follow up report will be sent.